Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was open, but the station screen displayed incorrect contents. A field service engineer (fse) removed the back panel and inspected all connections. Attempts were made to reproduce failures to isolate the issue, but none were found. Testing in hardware test application (hta) was performed, with all results passing. Drawers 2.1 and 2.2 were reading correctly. The case has been escalated to technical support centre (tsc) for further investigation. Hta testing was repeated multiple times with consistent pass results. The customer logged in and verified the functionality of drawers 2.1 and 2.2. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 was open, but the station screen displayed incorrect contents. The medications shown on the screen corresponded to drawer 2.1 instead of drawer 2.2. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.